Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results fasting range from 99 to 109 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 1:20 pm) with results of 108 mg/dl and 143 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: "lo" (B)(6) 2015 09:00 am fasting: yes; 109 mg/dl (B)(6) 2015 09:00 am fasting: yes; 110 mg/dl (B)(6) 2015 09:00 am fasting: yes; 110 mg/dl (B)(6) 2015 09:00 am fasting: yes; 113 mg/dl (B)(6) 2015 09:00 am fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had low glucose results to test strip issue investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results fasting range from 99 to 109mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 1:20pm) with results of 108mg/dl and 143mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: "lo" (B)(6) 2015 09:00am fasting:yes. 109mg/dl (B)(6) 2015 09:00am fasting:yes. 110mg/dl (B)(6) 2015 09:00am fasting:yes. 110mg/dl (B)(6) 2015 09:00am fasting:yes. 113mg/dl (B)(6) 2015 09:00am fasting:no. Adverse event not reported.